Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1933 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Screen brightness check passed. Door/cassette switch check passed. There were no issues encountered with the insertion or removal of the cassette. Device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank while the patient was asleep during their peritoneal dialysis (pd) treatment. The patient rebooted the cycler; after rebooting the cycler, the screen was able to be read, but the screen was very dim and hard to read. The screen brightness was set to 10. The ok and stop keys were on, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.